Event description:
Dialysis clinic staff discovered a small hole, in the blue lumen of the 12.5 fr dialysis catheter. This required that the line immediately be repaired. The repair allowed the device to remain in the patient so that the patient did not have to undergo a second device insertion. In addition, approximately 10 days prior to this event, another patient had a hole in the blue lumen of a dialysis catheter in the same location. It is unknown what caused or contributed to the holes. If the holes were visible upon placement of the catheters, the devices would not have been used. It is presumed that the hole in each device occurred after it was placed. It is unknown if the catheters were from the same or different lot numbers. All packaging for the devices were intact prior to opening.what was the original intended procedure?use the line for dialysis.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.